Event description:
An administrator reported during a procedure the system was making a "noise when starting". The surgery was completed using an alternate system with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).